Event description:
Mitomycin syringe was sent up from pharmacy for instillation to patient bladder. Equishield luer lock adapter was placed on luer lock on foley per policy. Equishield syringe unit was locked to luer lock adapter and instillation was attempted. Md stopped instillation because she noticed the mitomycin was leaking, she checked that the syringe was attached appropriately and attempted again without success. Unable to save device due to chemotherapy contamination but the product wrapper is available.